Event description:
User reported an alarm condition (vent fault) during set-up procedure. Alarm could not cleared. User used back-up device for therapy. No pt injury. Pt weight: 0.33 kgs.

Manufacturer narrative:
The filing of this report does not reflect a conclusion by bunnell incorporated that the device is defective, nor does it constitute an admission that the device caused or contributed to a death or serious injury. Evaluation summary: continued failure investigation found intermittent failure due to failure of +12 volt voltage regulator.